Manufacturer narrative:
Update made to a1: patient identifier: unknown (previously submitted as non). Update made to a2-a6: ni (previously submitted as na). Update made to b5: during follow up, it was clarified that the roller clamp was loose and the white part separated from blue part which resulted in a leak. The patient could no longer perform an exchange. There was no report of patient injury or medical intervention associated with this event. Update made to f10/h6: health effect - impact codes: f26 (previously submitted as f27). H10: the device was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. Leak and clear passage testing were performed with no external leak or issues observed. Clamp function testing failed due to an internal leak through a closed twist clamp. The reported condition was verified. The cause of the fluid flow was due to the broken occlude. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller (twist) clamp of a minicap extended life pd transfer set was loose; there was movement between the parts of the set. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.